Manufacturer narrative:
(B)(4). Batch # r57c8r. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure that after the surgeon fired the stapler the knife would not return. Surgeon used the manual return lever to open the stapler. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57c8r. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device was disassembled to verify the condition of the internal components and showed a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator could be stuck and disabling the automatic return system of the knife. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.